Event description:
It was reported that on (B)(6) 2011, a patient's pump was interrogated and the estimated replacement indicator (eri) showed three (3) months before end of battery life. At that time the patient had no signs or symptoms and no action was taken. The patient had her pump replaced (B)(6) 2011 to avoid in-vivo battery depletion. Per the reporter, the patient had no injury and recovered without sequela. The medication administered via the pump was morphine 15 mg/ml concentration at a daily dose of 2.497 mg/day via simple continuous infusion.

Manufacturer narrative:
The final device analysis was completed and revealed that the synchromed ii battery resistance was high.